Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9 and to update section h3. The actual device was not returned for evaluation as it was discarded. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was deployed on a non-st-elevation myocardial infraction (nstemi) patient in the right groin. The anchor engaged however when going to push the collagen it did not deploy the collagen. Manual pressure was held, and the patient outcome was stable. There was no harm or injury to the patient. The procedure outcome went as planned except for the closure. It is unknown if there were any other devices or equipment used with the reported product. Additional information was received on 21jul2021. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed. There were no components left in the body. The collagen did not enter the body.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the user deployed the device in the subcutaneous region. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.